Manufacturer narrative:
Additional information received: the patient came in for a follow up appt/scan and everything looked good and appears to be resolving. The thrombus has reduced and is 2.93cm from the junction. There was no evidence of thrombus extending into the deep vein. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review two photographic images of cine images were received for analysis. The images appear to be from two different dates and measure the distance from the saphenofemoral junction to a sonographic reflective mass in the great saphenous vein. In the first image the mass is approximately 0.80cm from the saphenofemoral junction. Second image the mass is approximately 2.93cm from the saphenofemoral junction. The measurements in the images are consistent with the reported event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used venaseal closure system to treat a patient¿s left great saphenous vein (gsv). The instructions for use was followed. A guidewire was used for insertion of the catheter. The physician gained access to the left gsv as per the IFU. After inserting the blue introducer, priming of the delivery catheter and insertion of the delivery catheter into the blue introducer the physician positioned the delivery catheter 5cm from the sfj and completed the procedure successfully with 54cm treated with roughly 2cc of glue used. The vein is reported to have closed. The patient returned for their follow up ultrasound appointment 3 days later and the ultrasound scan showed what appeared to be glue, but was thrombus that was roughly 0.80cm from the sfj, but did not extend into the junction. The physician prescribed the patient eliquis 10mg twice daily for 1 week then 5mg twice daily and scheduled the patient for a follow up ultrasound.